Event description:
It was reported during a meeting with baxter sales representative, that crna was having trouble disconnecting the suprane bottle from the d-vapor. The bottle popped loose and hit her in the face, breaking her nose. The customer also reported that the d-vapors were taking too long to fill.

Manufacturer narrative:
The manufacturer requested more information from hospital and sales company. Since now, no further information could be gathered. Additional information is needed to investigate this matter; if available, results will be reported in a follow up report.